Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
A supplemental MDR is being filed to indicate that this event was filed in error, as the handle broke during inflation and not deflation. Although the handle broke during inflation, no adverse patient effects were reported and the device was able to be exchanged without significant delay in the procedure. The balloon was successfully deflated without interference of distal flow within the vessel. An initial medwatch report has already been filed; therefore, this event must remain reportable.

Event description:
It was reported that during the procedure in the mid circumflex artery, the 20/30 indeflator handle broke during inflation of a dilatation catheter. Inflation/deflation was completed using a new abbott indeflator. There were no adverse patient effects and no clinically significant delay. No additional information has been provided.